Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using prostyle devices after an interventional cardiac ablation procedure with a 14f sheath. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of pre-close technique would not contribute to suture detachment. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with prostyle devices after an interventional cardiac ablation procedure using a 14f sheath. Reportedly, the first prostyle device was used without issue. A second prostyle device was attempted; however, upon knot advancement into the vessel wall, the suture became separated. A new prostyle device was used. Hemostasis was achieved with the first and third prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.